Manufacturer narrative:
Intuitive has received the da vinci 8mm vessel sealer extend instrument with this complaint and completed investigations. The instrument was analyzed and was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. Th instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm vessel sealer extend (vse) instrument was defective and did not function. The procedure was completed as planned with no reported injury.